Event description:
It was reported that 2 bd posiflush¿ normal saline syringes experienced missing scale markings, and missing label information. The following information was provided by the initial reporter: they have so far got 2 blank syringes with no markings, no indication of what they are, no manufacturing information or bd name, no calibration and no expiration date on the package the syringe is wrapped in.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: the initial reporter state was determined to be pa based on the area code portion of the provided phone #. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 3056546 and lot number 2175528. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.